Event description:
Technical services received a call on (B)(6) 2012 from sales rep. The lead was implanted on (B)(6) 2001, remains implanted. Daily measurements for lv impedance 800 ohms in dailies but in clinic is n/r. Paced. Programmed to 4.5v @ .5 msec. Vvir programming with no sensing. Device is pacing lvp all the time and rhythm is marked lvp. Working with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).